Event description:
The pt rec'd a duodenal stent over 1 yr ago as palliative treatment for malignant duodenal cancer. The pt reacted very well to treatment and has fortunately survived longer than the expected norms for palliative treatment. Tumor ingrowth led to a return of dysphagia. The doctor decided to place a second duodenal stent over 1 yr after the original stent was placed to relieve the reoccurring dysphagia. It was noticed that the original stent had a minor wire fracture. The doctor felt there was no risk to the pt and placed the second stent. The fractured stent remained implanted in pt and was not removed. The pt required add'l procedures due to this occurrence: after approx 1 yr pt developed stenosis due to tumor ingrowth in metal stent. Pt had to undergo a duodenoscopy, one fractured wire which pointed into the lumen of the duodenum was shortened by using argon plasma coagulation. The pt did not experience any add'l adverse effects due to this occurrence.

Manufacturer narrative:
There was no evo-22-27-9-d device of lot c775113 in stock at the time of the investigation. The complaint info indicated that the pt rec'd a duodenal stent over 1 yr ago as palliative treatment for malignant duodenal cancer. Tumor ingrowth led to a return of dysphagia. The doctor decided to place a second duodenal stent over 1 yr after the original stent was placed to relieve the reoccurring dysphagia. It was noticed that the original stent had a minor wire fracture. The fractured wire which pointed into the lumen of the duodenum was shortened using argon plasma coagulation approx 6 weeks before the implantation of a second stent on (B)(6) 2013. Argon plasma coagulation (apc) involves the use of a jet of ionized argon gas (plasma) that is directed through a probe passed through the endoscope. The probe is placed at some distance from the bleeding lesion, and argon gas is emitted then ionized by a high voltage discharge (approx 6kv). High-frequency electrical current is then conducted through the jet of gas, resulting in coagulation of the bleeding lesion on the other end of the jet. Used on a stent it has effect of cutting the nitinol. The device involved in the complaint was not returned for eval as it is implanted in the pt. A document based investigation was carried out with the info provided. An image of the fractured stent was provided. The image was reviewed by the endoscopy product manager but stent fracture could not be confirmed. It was confirmed that the stent does look out of shape. As the device was not returned and stent fracture could not be confirmed from the image provided, therefore the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. It was noted that the pt reacted very well to treatment and has fortunately survived longer than the expected norms for palliative treatment. The stent was in place in the pt for over 1 yr. Prior to distribution all evolution duodenal stent systems are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for evo-22-27-9-d devices of lot # c775113 revealed no discrepancies that could have caused the complaint issue. Evolution duodenal stent is used in palliative treatment of duodenal or gastric outlet obstruction and duodenal strictures caused by malignant neoplasms. Potential complications as per the instructions for use that accompanies this device, ifu0053-7 include "tumor ingrowth or overgrowth" and "stent occlusion." The device is intended for palliative treatment only. Alternate methods of therapy should be investigated prior to placement. From the info provided, one fractured wire which pointed into the lumen of the duodenum was shortened using argon plasma coagulation. The fractured stent remains in the pt. The doctor felt there was no risk to the pt and placed the second stent. There have been no add'l adverse effects to the pt as a result of this occurrence. The 2 yr complaint history has been reviewed and the likelihood of this type of occurrence is low. Quality engineering assessed the complaint using the health risk assessment (hra) scale and the overall risk associated with this occurrence has been determined to be low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.